Event description:
It was reported that the device did not staple. Procedure was completed with another device. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.